Event description:
A malfunction alarm identified as malf 12 was reported, and there were no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, as the customer had not previously attempted to reset it. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arose.